Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to another unknown meter. The reporter alleged that the meters varied by more than 4 units. This complaint is being reported because the unknown results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.